Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a ligator varices esophagus procedure in 2008. According to the complainant, during the procedure, the physician was not able to deploy the ligating bands. A second attempt was made to deploy the device after it was removed from the patient, however, this was also unsuccessful. The procedure was completed using another speedband superview super 7 multiple band ligator device. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.